Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified carotid artery. A 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was replaced with a non-bsc balloon catheter and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole 22mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified carotid artery. A 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was replaced with a non-bsc balloon catheter and the procedure was completed. No patient complications nor injuries were reported.